Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker. No moisture damage electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that his insulin pump scrolled through the menu after he released a button while performing a bolus. The patient's blood glucose at the time of incident is unknown. The customer removed the battery and received a battery out limit alarm, and then when he changed the battery he received the battery out limit again. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the battery and keypad issues, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.